Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels. Customer had her settings set incorrectly. Her basal rate was set 0.6 units less than what it should have been. Customer took correction boluses to stabilize her blood glucose levels.